Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx la closure device was successfully implanted with no recaptures performed. There was no pericardial effusion noted on transesophageal echocardiogram (tee) immediately post procedure. About 5-6 hours post procedure, a transthoracic echocardiogram (tte) was performed which revealed a pericardial effusion. The patient was asymptomatic. It is unknown how the pericardial effusion was managed, but no surgery was required. The patient is expected to fully recover.